Event description:
It was reported that balloon rupture occurred. The chronic 50% stenosed target lesion was located in the non-tortuous but severely calcified subclavian artery. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilatation; however, on initial inflation at 22 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with another 6.0 x 60, 75cm mustang balloon catheter. There were no patient complications nor injuries reported and the patient was good.